Event description:
Customer alleged the left brake handle split in front of the hole for the handle, approx 1/4 inch in front of the hole. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(4) - no RMA has been initiated for this issue. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left brake handle has split. The consumer is still utilizing the product, the brakes have not yet failed. Replacement parts on warranty order #(B)(4). No injury.